Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the backlight inverter printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all performed tests and calibrations.

Event description:
It was reported that the ventilator&#39;s upper display was blank. The ventilator was not in patient use at the time of the reported event there is no report of death or serious injury associated with this event.